Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, it was observed that the right atrial (ra) lead was dislodged, and the lead helix was failing to extend. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil inside the connector region was over-torqued which consistent with procedural damage. The helix was able to extend and retract after cutting and cleaning. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and helix being clogged with blood/tissue. Electrical testing was normal with no anomalies found.